Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that resistance was experienced when filling multiple cartridges. Additionally, multiple cartridges were damaged. The cartridge was ultimately filled successfully and loaded onto the pump. Customer's blood glucose level was 141 mg/dl.